Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
This case is a report from the (B)(6), referring to a (B)(6) female. An investigator reported this case from the biomarin sponsored study, a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. The subject's past medical history included propionibacterium device infection. The subject's concurrent conditions included irritability, petit mal epilepsy, haemosiderin stain, tremor, psychomotor skills impaired, neuronal ceroidlipofuscinosis, dysarthria, gait disturbance, strabismus, myoclonus, seizure, and eyelid myoclonus. Allergy history included hypersensitivity to propofol and peanut butter. Concomitant medications included valproate sodium, levetiracetam, ondansetron, midazolam, paracetamol, alimemazine, diazepam, and lorazepam. The midazolam, paracetamol, alimemazine were administered as premedication for the subject's bmn 190 infusions. On an unspecified date, a rickham (82-1623), ventriculostomy set (reservoir and catheter) manufactured by codman & shurtleff was implanted. The device lot number, UDI number, and serial number were not reported. On (B)(6) 2015, the subject initiated treatment with bmn 190 (300 mg, qow, intracisternal). The lot number for bmn 190 was l241032. On (B)(6) 2017, the subject was admitted for assessment and for bmn 190 infusion at week 73 of the clinical trial. She was noted to be clinically well. At 14:00, a routine cerebrospinal fluid (csf) sample was taken. At 14:10, bmn 190 infusion was started. At 14:59, the onset of a grade 3 cns infection (central nervous system infection) was reported. At this time, csf results showed protein 0.98 and glucose 3.7. At 19:00, the bmn 190 infusion was completed without any complications. At this time, a post infusion sample was taken on deaccessing reservoir as a previous sample showed high csf protein with raised white blood cell (wbc) at 11 and red blood cell (rbc) at 38, glucose 3.3, and protein 2.06. On (B)(6) 2017 at 15:50, a third csf sample was taken. This sample showed csf wbc was increasing. Neutrophilia was also noted which was suggestive of a possible infection. Additional csf results included csf wbc 850 and csf rbc 1600, and csf protein reduced to 0.24. The subject was subsequently admitted to the hospital and was started on unspecified intravenous antibiotics as a precaution. On 09-jan-2017, a provisional report of the csf sample taken on (B)(6) 2017 had growth for propionibacterium. Cultures were pending and awaiting full results of sensitivity tests. At the time of this report, the reservoir was in place. The action taken with bmn 190 due to the event was unknown. The outcome of the event was reported as unknown. The investigator also assessed the event as medically significant. The investigator assessed the event of central nervous system infection as not related to treatment with bmn 190. The investigator assessed the event of central nervous system infection as related to the device. In the investigator's opinion, other etiological factors included propionibacter csf infection. Additional information has been requested and, if received, the report will be updated. Case comment: cns infections are known complications of icv access devices. Prior history of propionibacterium device infection with csf samples again positive for propionibacterium, suggests colonization of the subject with this skin flora. The cns infection is not suspected to be related to bmn 190, but is suspected to be related to the device.

Manufacturer narrative:
It was previously reported that a lot review would be performed. However, the number provided does not align with any of the associated product code lots. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The lot number provided did not align with any existing lot numbers for this product code; therefore, manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample or lot number becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Additional information received from study author: on (B)(6) 2017, the rickham ventriculostomy set was removed, it was also reported that the device was scheduled to be returned. The investigator assessed the event of propionibacter cns infection (propionibacterium infection) as not related to treatment with bmn 190. The investigator assessed the event of propionibacter cns infection (propionibacterium infection) as related to the device. On (B)(6) 2017: the verbatim event term previously reported as cns infection was updated by the investigator to propionibacter cns infection (central nervous system infection). It was reported that the subject was clinically well and asymptomatic throughout the event. The infection was detected on routine csf analysis. Due to sensitivity results, the subject was started with daily treatment of intravenous ceftriaxone and rifampicin. On (B)(6) 2017, the device was removed. The microbiology team suggested an additional two weeks for the antibiotics. The antibiotic course was intended for four weeks. On the same date, a decision was made by the subject's parents not to administer the study drug. The plan is to have a new antibiotic impregnated device inserted on (B)(6) 2017 and the next infusion was scheduled on (B)(6) 2017. Additional concomitant medication included ibuprofen. Additional treatment for the event included cefotaxime and vancomycin. The outcome of the event was reported as recovered / resolved on (B)(6) 2017 at 7:00. On (B)(6) 2017, the bmn 190 infusion was held as the infusion could not be performed less than 14 days after a new device insertion.